Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that user of listed device was admitted in late (B)(6) due to high blood glucose and diabetic ketoacidosis. Blood was noted to be in the tubing, but no occlusion alarm or other alarms alerted to this during use. Cartridge and infusion set were in use for less than one day. IV insulin drip and electrolytes were provided to the user at the hospital. No permanent adverse health outcome resulted from this event.